Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case description: (B)(4) had error 242.4030 on lvp8100. He has replaced ail sensor and motor control board, but the issue was not resolved. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: see case notes. Case resolution: I recommended josh to replace bezel assy. (B)(4) will replace bezel assy. If he still have a problem, he will call me back.